Event description:
The manufacturer sales representative reported that the device overheated and was leaking fluid during a procedure at the user facility. The procedure was completed successfully without a surgical delay; no adverse consequences or medical intervention were reported.